Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (chest anastomosis) surgical procedure, the harmonic ace instrument had the tip broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality noted. The customer found the instrument was broken off with no fragment fell inside of the patient. There was no observed intraoperative collision or misuse involving the instrument. There was no patient injury/harm, as a result of the reported issue. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting the harmonic ace instrument tip was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.488¿ from the base. Broken piece was not returned. Common causes of the failure mode broken harmonic insert are typically attributed to mishandling/misuse of the device. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.